Event description:
Customer faxed in a quote request, the joystick was missing a screw. And was replaced during the evaluation, both legrests are bent, and that the chair is missing the cushion and charger. Additional reportable malfunction for this device; prid 288561 is for both legrests are bent.